Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that prior to a coronary angioplasty procedure, the shaft was broken. As the 2.25x12mm liberte stent was removed from the package it was noted that the shaft of the device was broken. There were no patient complications reported and the patient status is stable.

Event description:
It was reported that prior to a coronary angioplasty procedure, the shaft was broken. As the 2.25x12 mm liberte stent was removed from the package it was noted that the shaft of the device was broken. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
The returned device consisted of a liberte-veriflex monorail stent delivery system (sds) in two (2) pieces. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The hypotube was broken 78 cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The stent was centered between the markerbands on the tightly folded balloon. Magnified inspection presented no evidence of any product quality deficiencies contributing to the hypotube broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).